Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an umbilical hernia repair with mesh procedure. The patient had mild periumbilical pain. Both tacking devices crunched and then did not work. The event outcome was hospitalization. No injuries or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an umbilical hernia repair with mesh procedure. The patient had mild periumbilical pain. Both tacking devices crunched and then did not work. In order to correct the issue the devices were replace. No injuries or complications were reported.